Event description:
Hcp reports intraspinal mass. The patient was having symptoms including a recent escalation of intraspinal medication and an increase in pain. The patient was diagnosed via a CT and myelogram. The findings showed a "mild bulge" at l5-s1 and a "disc bulge diffusely at l4-l5 impinging the dural sac with mild canal compromise." There is "mild impingement of the posterior aspect to the cord" at t11 with the "cord pushed anteriorly." The catheter was going to be removed but it was decided to wean the patient off the medication and fill the pump with saline. The hcp believes the mass will shrink down and that the pump will eventually be filled with pain medication again. The patient is currently doing "o.k."